Event description:
It was reported that the patient underwent an l4-l5 fusion using rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with pre-op diagnosis: l4-5 instability and underwent following procedures: l4-5 posterior lumbar interbody fusion. L4 laminectomy with bilateral facetectomies and foraminotomies for decompression. L4-5 posterior segmental instrumentation. L4-5 posterolateral bilateral morcelized autograft fusion. Intraoperative interpretation of fluoroscopic images. Per op-notes: ¿"once the discectomy was completed on each side, then, working on the left and the right rhbmp-2 preparation was placed anteriorly within the disc space along with morcelized autograft chips. Ten millimetres (10 mm) height cages were then packed with rhbmp-2 and autograft chips and these were then placed into the interbody space, controlling their advancement with lateral fluoroscopy. Posterior to the cages then, more morcelized autograft chips were placed up to the level of the posterior aspect of the vertebral body and they were packed in. The procedure was completed without any issues. No patient complications were reported as a result of this event."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.